Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
A healthcare provider reported that a spiral CT scan was being performed, and the patient had a ¿leak in the lumbar area¿ and they were trying to figure out where the leak exactly was. The patient¿s skin was elevated on their back. The medication used within the system was lioresal. A healthcare provider later reported that the cause of the event was swelling on the back near the insertion of the catheter. The event was noted to have not been caused by the pump, catheter, drug effects, or programming. A CT scan with contrast was performed on (B)(6) 2013 and the results were ¿negative.¿ no surgical intervention occurred. The patient experienced symptoms of pain. The patient did require hospitalization due to the event. The patient¿s outcome was noted to be non-serious injury/illness.